Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. The device was inspected and tested and did not show any deviations.

Event description:
Pmi was contacted by a customer about an incident, where a pmi product was involved. A resident (surgeon) placed a doro skull clamp on a patient, while the patient was in supine position. The skull clamp was set to 70 lbs. The patient was then positioned to prone position. The resident noticed an injury of the patient. The resident noticed a laceration and that the pressure was changed to 40 lbs. The laceration was 2-3 inch big. The surgery could be completed by using another skull clamp, laceration was sutured. The procedure performed was a "suboccipital craniotomy for tumor".